Event description:
It was reported that the patient experienced symptoms similar to phrenic nerve stimulation and complained about chest pan. It was noted that noise, noise reversion, high ventricular rate episodes were observed, and pacing had increased on the right ventricular (rv) lead. Attempts were made to reproduce the noise with isometric testing, but the noise could not be reproduced in clinic. Programming changes and additional testing was recommended. Programming changes were made. The patient was also scheduled for a chest x-ray as a cardiac perforation was suspected. The rv lead was explanted and replaced.

Manufacturer narrative:
Further information was requested but was not available.